Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that there was no visual defects. Upon further microscopic examination, there was fluids on electrode #3. Also, blood/body tissue was noticed to be wrapped around the tip. Electrical test was performed and the device is within specifications. No open or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause based on as analyzed condition is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2017. It was reported that noise over the distal electrodes occurred. A 6f,110cm,lrgcrv,10e,2,5,2mm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noticed that visual noise from the catheter was present. Consequently, the cable was changed but the noise persisted. Furthermore, the catheter was changed and it worked fine. No patient complications were reported. However, device analysis revealed tissue wrapped around the tip.